Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had atrio-ventricular block, and an inquiry was sent for technical review due to suspected inhibition of pacing. A review by boston scientific technical services (ts) noted intermittent high pacing impedance measurements on the right ventricular lead. Oversensing was also noted resulting in long periods of pacing inhibition. It was noted that the minute ventilation signal was being oversensed by the right ventricular lead and whenever the pacing impedance measurements would go high. Ts discussed that the right ventricular lead had a possible intermittent fracture or a possible incomplete connection. Ts noted that changing the sensitivity from the agc to fixed would be a temporary solution and the right ventricular lead should be checked. Ts discussed troubleshooting to determine the root cause of the clinical observations. Ts confirmed that during the long periods of pacing inhibition noted the patient had some intrinsic beats but also had long periods where no intrinsic beats were noted. No syncope was reported. The system remains implanted, no adverse patient effects were reported. Additional information noted that the device was reprogrammed and remains implanted. The lead implanted is a competitor lead. It was also noted that the patient suffered trauma to the cranial due to a bad fall as a result of long duration of pacing inhibition.

Manufacturer narrative:
--

Event description:
New information received indicates that surgical intervention was performed and the lead was replaced. The device remains in service.